Event description:
A caller from a (B)(6) hosp reported that user error had occurred in the mec testing of cidex activated dialdehyde. The caller stated that there were no pt reactions or cross contamination. Limited info was provided during the initial call. Subsequent follow-up confirmed that tha facility is now following the product instructions for use (IFU) and that there are no pt reactions.